Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small hole in the bottom of the bd insyte¿ autoguard¿ bc shielded IV catheter caused blood to shoot out during use. The following information was provided by the initial reporter: "reported issue per customer: cst said a nurse use a 22 needle on a patient and blood started shooting out. There's a small hole in the bottom of the catheter."

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs displaying a 22ga x 1.00in. Insyte autoguard bc unit. The photos display a clinician bending the catheter tubing to display the damage to the tubing near the nose of the adapter. Although difficult to see, the inspection did detect a possible hole therefore confirming the reported issue. The photographs provided for this incident did not present sufficient evidence to establish a definite root cause. During manufacturing, this may occur due to incorrect equipment settings which the catheter may get damaged or the needle to spear through the catheter wall. During use, if the clinician moved the catheter up and down the cannula, the tubing may be pierced. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.